Event description:
It was reported that an ilet user experienced hyperglycemia after raising the cgm glucose target per trainer guidance, entering duplicate lunch announcements for noodles, experiencing an extended dosing stop, pausing the ilet for approximately two hours, and installing a steel infusion set while the device was configured for a teflon set; the user later corrected the infusion set type and filled the cannula. Symptoms included elevated blood glucose up to 398 mg/dl with subsequent downward trend. Outcomes included return of glucose to the target range without medical intervention or hospitalization. Investigation included review of device-reported data and user interaction history. Investigation of this case revealed user-related operational factors including incorrect infusion set configuration, duplicate meal entries, dosing suspension, and elevated cgm target contributing to hyperglycemia. It was concluded that the event was related to use error and therapy management decisions rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.